Event description:
Caller reports that during a correlation study the following inform/laboratory results were obtained: 128 mg/dl, 73 mg/dl; 171 mg/dl, 91 mg/dl; 69 mg/dl, 32 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.